Event description:
It was reported that there was an device alert. A follow up check on the device showed a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.